Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and was found that the instrument exhibited imprecise motion when the master tool manipulators (mtms) were manipulated. Visual inspection found no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. A lag was observed, or the instrument would just stop moving. The instrument's grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon reported that jaws of the medium-large clip applier instrument were not properly working. It was difficult to open and close the tips while trying to apply clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the instrument was inspected prior to use and there was no obvious damage noted. The surgeon was attempting to clamp on a vessel/tissue bundle when the issue occurred. After closing the jaws, the clip would not stay closed around the tissue and would pop back open. The issue is not related to the jaws remaining static when the surgeon commanded movement nor related to unexpected motion of the instrument while attempting to clip. The issue was related to being unsuccessful clip application. The customer was using weck hem-o-lok clips in med/large size. The vessel/tissue bundle was not greater in size in diameter suggested in the instructions for use. The reporter stated this was the second attempt at applying, and no clip application was successful. The customer opened up a new clip applier to resolve the issue and there was no photo or video for isi review.